Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multiorgan system failure. Whether the outcome was device or therapy related was not provided by the customer. An autopsy would not be performed. The pump was not explanted.

Event description:
Additional information was provided on 21jan2026 stating that the outcome was not lvad or lvad therapy related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation, and no autopsy was performed. Although there were no device issue reported, the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.